Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that while unpacking a 1.50x15 mm mini-trek rx balloon dilatation catheter (bdc) it was noted that the proximal shaft separated into two pieces. No resistance was felt during removal of the bdc from the dispenser hoop. The device was not used and there was no patient involvement. Another trek device was used. There was no clinically significant delay in the procedure. No additional information was provided.